Manufacturer narrative:
No code available for - unspecified reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped, due to an unspecified reason, and replaced on (B)(6) 2018, during a routine generator change. The patient was stable. No further information was available.

Event description:
New information received on october 29, 2018 indicates that the lead was capped and replaced electively without an allegation of a malfunction.